Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited inherent signals resulting in noise oversensing. No interventions were performed. The status of the patient was unknown.